Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tibial baseplate appeared to be in valgus when the plan was to be in 1 degree of varus. Case type / application: pka (mics).

Event description:
Tibial baseplate appeared to be in valgus when the plan was to be in 1 degree of varus. Case type / application: pka (mics).

Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako pka software was reported. The event was confirmed. Method & results: -product evaluation and results: review of the case session files noted the following: the post-op x-ray image, segmentation, bone model, CT landmarks, patient landmarks, and bone registration data were reviewed in this investigation. The post-op x-ray showed the implant at 0.03 degrees valgus as compared to the planned 1 degree varus. The two patient malleolus landmarks were captured in a very different location comparing to the CT landmarks but it had minimal impact to the registration result. The registration surface points were not spread out following the suggested point pattern. This might contribute to the rotational error since the points might not cover enough anatomical features to lock the xyz translation and rotation. -clinician review: a review of the provided medical information by a clinical consultant indicated: the document provided consists of one x-ray image which appears to be an ap view of the right knee if conventional orientation is used. However, on the upper portion of the image it does say "xr lt knee 4c 2m". No other identifying labels present. The image shows a medial unicompartmental knee arthroplasty. The femoral component appears satisfactory. Tibial component, in my opinion appear satisfactory. No angular measurements are present on the image. To my view there is no significant abnormal angular abnormality but without a standing three joint view nothing can be said with certainty. Conclusion. This inquiry concerns the case of a medial unicompartmental arthroplasty that was performed with mako assistance. It was felt that the preoperative plan was not duplicated in that it was felt that the tibial component was in valgus as opposed to 1° of varus. My evaluation of the single x-ray supplied was that I could not determine that the component was indeed in valgus since there was no angular measurements provided and no leg alignment standing x-rays were provided. Having said that, in my view, the single x-ray that I saw indicated to me that this was a satisfactory postoperative result. Assuming there is a slight deviation from the preoperative plan, the causes would be multifactorial. The original mako preoperative plan should be examined to see if there were any final changes made that could affect the final position. Despite the haptic qualities of the mako device, small deviations in the surface and position of the cut can occur with pressure placed upon the robotic arm. This is especially evident in sclerotic bone. No preoperative x-rays were supplied. If the patient had a significant varus deformity with sclerotic bone this can contribute to a change in the final position. A significant amount of bone was taken from the medial side which could indicate a significant defect. In addition, this was a cemented implant. It is well known that despite cuts being made perfectly, once cement is introduced, the implant could be compressed eccentrically, changing the final position. In summary, nothing can be said for certain without proper angular measurements. Therefore, at this point I would not implicate the software or the implant as the cause of this event. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows no other similar complaints. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode was confirmed as user error. When selecting registration surface points, a surgeon must take care and follow the relevant user guides to achieve the correct pattern to represent an accurate patient bone surface before cuts are made. A review of the provided post op x-ray was reviewed by a clinician and no significant abnormal angular abnormality was observed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.